Event description:
It was reported that the bur guard broke during a procedure. There was no pt or user injury. The procedure was completed with other equipment.

Manufacturer narrative:
Investigation results indicate that the event was most likely caused by the bur guard coming into contact with the nose cone of the drill during use. This contact can result in the bur guard overheating and melting. The warning, which is sent with every bur guard, as well as the instructions for use, states the proper installation for the bur guard.